Manufacturer narrative:
Device location is being returned for repair/evaluation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the power cord on the doppler was causing the unit to heat-up and smoke. No additional information is available. Vanmax summit: (B)(6).